Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had scope communication error and little dirt on the contacts of the socket.the event occurred during reprocessing there were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection but field service engineer dispatched to customer onsite and reported malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication error (b30) was dirt on the contacts of the socket, and the cause of the dirt on the contacts of the socket could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.